Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought assistance connecting a freestyle libre 3 plus continuous glucose monitor (cgm) sensor to the ilet system and was found to be using a freestyle libre 3 sensor, which is incompatible with the ilet that requires a freestyle libre 3 plus sensor. No adverse clinical symptoms reported. Outcomes included user education and transfer to the appropriate partner organization for further support. User support included review of device compatibility and troubleshooting steps. Investigation of this case revealed improper device-to-sensor pairing due to the use of a noncompatible sensor. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible accessory.